Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 72mg/dl on (B)(6) at 2:24a. Caller states his glucose is normally 115mg/dl - 120mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).